Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken cable unit, cable unit is not watertight, based on the results of the investigation, it is likely that the following led to the malfunction: error code e216 is displayed due to a broken cable unit, the cable unit is not watertight, causing the waterproof function to fail. The most probable cause was traced to a component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use (during set up in room / before patient in room) the subject device had issue occurred e228, e226 during test before use. There were no reports of patient involvement.